Event description:
It was reported that the lead was explanted and replaced due to low sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the lead tip measuring 51.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.